Manufacturer narrative:
Unknown manufacturer: there are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident ,and without this information, we are unable to determine where the device was manufactured. Therefore, bd corporate headquarters in (B)(4) has been listed, and the franklin lakes FDA registration number has been used for the manufacture report number. Date of event: unknown. The date received by manufacturer has been used for this field. Medical device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown. (B)(4).

Event description:
It was reported that the unspecified bd syringe luer-lok¿ tip plunger was difficult to depress during use, and the syringe had to be screwed onto the luer "a couple of times" to get the small bore tubing set to work. This complaint was created to capture the 2nd of 3 related incidents. The following information was provided by the initial reporter: "lately when a syringe is screwed onto the luer-lok, the blue plunger is not being depressed enough to allow fluid to thru it. The nurses have been removing the j-loop, and replacing it with a new one, only to have the same issue. The j-loops are not all from the same box or case. I was able to get the j-loops to work by repeatedly screwing a syringe onto the luer-lok end a couple of times."